Event description:
On 04/28/1999 following a ptca, an angio-seal device was placed in a patient's right groin. The deployment went without any reported difficulty and the venous sheath was removed post placement of the angio-seal device. Within approx three (3) hours post procedure the patient's hemoglobin had decreased from 13.8 to 8.5 and she complained of abdominal tenderness. The patient was taken to surgery where a retroperitoneal bleed was identified at the profunda and repaired. It was also noted during surgery that the angio-seal device was properly placed, but was removed with the vessel repair. The patient was discharged on 05/03/1999 without sequelae. As of 06/01/1999 there has been no further report to the manufacturer of complication or additional patient sequelae.